Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Manufacturer narrative:
This file corresponds to line 1. Line 2 is with file (B)(4).